Manufacturer narrative:
The local sales representative was contacted and had no further information. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that a latitude alert was issued for this implantable defibrillation lead and this implantable cardioverter defibrillator (ICD) due to high out of range right ventricular pacing impedance measurements. No adverse patient effects were reported.